Event description:
One patient sample with discrepant total psa results compared to another analyzer, same methodology. Initial result gave 12.9 ng/ml. The patient was redrawn the next day. The sample was run on another analyzer, same methodology yielding a total psa result of 0.2 ng/ml. The initial sample was pulled and repeated, resulting at 0.2 ng/ml. Initial result was reported. Patient not adversely affected. The field service representative was unable to determine the cause of the discrepancy. Performance tests were performed which were within specification.